Event description:
It was reported that the anterior corail inserter tip has snapped off and is unusable. There was no surgical delay and no patient consequence.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that 259807440, cor/tri ant stem insert shaft has ben broken . It was identified evidence consistent with cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. Previous investigations based on failure analysis through complaint data, identified that exposure to high-cycle impact loading, particularly when combined with slightly off-centre and/or irregular impact patterns, can induce cyclic bending stresses on the inserter tip. These conditions may significantly accelerate the propagation of fatigue cracks, ultimately leading to the mechanical failure of the impactor tip. Maintaining consistent central impact while minimizing excessive angulation is critical in reducing the risk of fracture. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, the cor/tri ant stem insert shaft has broken because of unintended use error caused or contributed to even, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.